Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens) for urge incontinence and non-obstructive urinary retention. Patient stated her sister assisted her in increasing the stimulation because she was not feeling the stimulation. Patient stated that once the stimulation was increased, she started to have leakage. Patient stated 2 days later that she has an infection that is causing a fever and she is throwing up. Patient's husband stated 3 days that patient was in the hospital and was admitted on (B)(6) 2019 due to the patient having sepsis. There were no further symptoms or complications reported or anticipate.